Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to cracked lcd damage. Unable to verify motor error alarm due to lcd damage. Passed motor test. Cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a motor error on his insulin pump. Customer's blood glucose was 220 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is able to rewind the device. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.